Event description:
The lead assembly associate reported that during the battery testing/charging procedure of the device at the service center, the battery indicator light was flickering when on alternating current (a/c) power. The indicator light should only flicker when on battery power. There was no pt involvement.

Manufacturer narrative:
The unit was pulled from inventory for routine battery charging maintenance and was not being used by any customer. Investigation in process, but not yet completed.